Event description:
The complaint alleges that the product 395945, one-way t tube, exit valve did not work and caused a pt's lung to burst during a procedure. There has been no other information available to date.